Event description:
A falsely elevated advia centaur ipth test result was obtained by the customer on a patient sample and the result was questioned by the physician. The patient was redrawn and retested however this sample was not received until one and a half hour later and the plasma and red bood cells had not been separated. The customer reran the original patient sample that had been refrigerated twice and the results were lower. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and found a broken dilutor d3 connector. The d3 connector was repaired and may be a contributiing factor, however there was no other discordant ipth result reported by the customer at the time of the incident. No conclusion can be drawn. The instruction for use (IFU) in the limitation section states: "interpretation of intact pth values should always take into account serum calcium results and interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and consideration of the overall clinical manifestations even when used in conjunction with calcium values."